Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the wire kinked during application and perforated a vessel as well as the lung.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the wire kinked during application and perforated a vessel as well as the lung. It was reported that in general the patient is not very stable, but not linked to incident, even though it created risk to the patient (pneumothorax). The patient now has a pleura drainage. The vessel itself was ruptured, but there is no bleeding. The catheter was removed and no new catheter was placed (another band at another place).